Manufacturer narrative:
The spill was cleaned up according to the defined laboratory protocol. A field service engineer (fse) was dispatched on (B)(4) 2011. Per fse, the tubing was off on slide maker probe therefore the blood leaked out on the unit rather than the slide. The tubing was cut and reattached. Racks slides were made and repairs per established procedures were verified and results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc, (bci) indicating that a leak (mixture of blood and diluent) was observed from the tubing going to the slide maker in the coulter lh 750 analyzer. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.